Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient's family/friend. The patient was receiving hydromorphone, clonidine, and bupivacaine via an implanted pump. Indication for use was noted as malignant pain and cancer pain. It was reported that there was a code on the personal therapy manager (ptm) on (B)(6) 2016. The code was "8286, empty reservoir." The patient was due for a refill but the refill was missed. The patient was in pain and felt that patient services inquiring on information was taking too long and wanted an answer on the code. It was noted that the patient was due for a refill on (B)(6) 2016 and "obviously they messed up." The caller was directed to contact the healthcare provider (hcp) for refill. Non-reservoir drug mentioned by caller was "has an oral of 0.4 something."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.